Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4269433. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter released prematurely. The following information was provided by the initial reporter: today, we had an issue where the plastic sheathe was almost dislodged. Any adverse event or serious injury reported to patient or health care professional? Not available. Did any leakage occur? No.